Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the lead was received for testing as well as data from the associated device. One episode of 190 ms vf on (B)(6) 2011 was shown, oversensing. The lead was returned in segments, analyzed, and primary analysis results revealed no anomalies found.

Event description:
A save to disk data report was sent in and analyzed from a patient who had expired. The report showed an out of specification finding on the ventricular lead. No complaints or allegation have been made against the system. The cause of death was congestive heart failure and respiratory failure.